Event description:
Quality controls for levels 1 and 2 of the troponin method were out of range on an advia centaur xp instrument. It is unknown if patient results were impacted due to this issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00744 was filed on december 29, 2014. Additional information (12/05/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered pooling under the wash displacement on the wash separation manifold. The cse replaced the wash station manifold and wash guides. The cse adjusted the reagent probe 2 and ancillary probe wash station bottom due to a high calibration. Quality controls (qc) were run, resulting within range. The cause of the troponin qc being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00744 was filed on december 29, 2014.2432235-2014-00744 supplemental #1 was filed on january 15th, 2015.additional information (01/16/2015): there were no reports of delays or impact to patient samples.

Manufacturer narrative:
The cause of the troponin qc being out of range is unknown. Siemens is investigating this issue.